Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous part of the proximal lad. After pre-dilatation, the orsiro was introduced but could not pass the lesion. The lesion was pre-dilated again and the orsiro was introduced again but again the device could not pass. Another competitor's stent was successfully implanted, and the procedure was finished with no complication. Patient was discharged home.

Manufacturer narrative:
Combined product: yes. Neither the complaint device nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100%. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU states not to re-insert the orsiro stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal.

Manufacturer narrative:
Combined product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (80% stenosis degree) in a severely tortuous part of the proximal lad. After pre-dilatation, the orsiro was introduced but could not pass the lesion. The lesion was pre-dilated again and the orsiro was introduced again but again the device could not pass. Another competitor's stent was successfully implanted, and the procedure was finished with no complication. Patient was discharged home.